Event description:
Pt had surgery in (B)(6) 2011, for the repair of a herniated disc. She claims that the surgeon was incompetent as he used a video guided catheter with laser which is not approved with this device. The catheter was inserted in her spine and it "fried up her nerves." She is crippled for life. Since the surgery, she has been experiencing pain, numbness in her left foot, recurrent disc hernia, disability, loss of enjoyment of life, financial loss as she can no longer work. She says her surgeon abandoned her post surgery and she was lied to by him. She is currently being seen by a neurosurgeon who says she needs a total spinal fusion. She had a nerve conduction study done in (B)(6) 2011, which revealed a complete damage to the nerves in her legs.